Manufacturer narrative:
Not product related. Consumer was riding the chair and smoking a cigarette, bumped into a kerosene heater, and caught the chair on fire.

Event description:
Alleges while riding the chair and smoking a cigarette, bumped into a kerosene heater, and caught the chair on fire.